Event description:
The customer reportedly obtained a 306mg/dl and 144mg/dl on the accu-chek active s system within a ten minute timeframe. The customer felt shaky and weak. She drank two glasses of orange juice and felt better 30 minutes following treatment. No adverse event reported. New system sent to customer and return requested.